Event description:
It was reported to baxter germany that the reservoir of a folfusor sv2.5 ruptured during filling. The device being filled with 50 milliliters of a solution of 5-fluorouracil and 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. This issue is currently being investigated under (B)(4). A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.